Manufacturer narrative:
H3. Device evaluation: customer reports of pannus and stenosis were confirmed through observed host tissue overgrowth and calcification. X-ray demonstrated wireform intact, minimal calcification on leaflets 1 and 2, and moderate calcification on leaflet 3. Host tissue overgrowth formed a ring on the surface of the leaflets on the inflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 2 at the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 3 at the outflow aspect. Host tissue overgrowth and calcification restricted leaflet mobility and led to stenosis. Leaflet 1 had a 3mm non-transmural tear near commissure 1 at the outflow aspect and a 6mm tear near commissure 2. Calcification was evident at the tears. Sewing ring cloth was cut in multiple areas around the valve and exposed the metal band around leaflets 2 and 3 on the outflow aspect. H10. Additional manufacturer narrative: updated h3 and h6.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was not reviewed as the device serial number remains unknown. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that degeneration was observed on a valve after an implant duration of approximately 7 years. No other information was provided at the time of the reported event.

Event description:
Edwards received notification that a 21mm valve implanted in the aortic position was explanted after an implant duration of 7 years and 3 months due to sub annular pledget pannus formation leading to stenosis. A 23mm valve was implanted in replacement with successful result. Patient was noted as recovering.